Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure. According to the complainant, during the 12 follow-up visit, the patient experienced a grade 2 cystocele and partial obstruction voiding.

Manufacturer narrative:
(B)(6). (B)(4).